Event description:
It was reported that a user experienced repeated occlusion alerts with a contact detach infusion set that resolved only after changing supplies. The user reported applying extra adhesive tape over the infusion site and believed this contributed to the occlusions. No adverse clinical symptoms associated with interrupted insulin delivery reported. Outcomes included the need to replace infusion sets and resume therapy after supply change, with no hospitalization reported. Investigation included complaint intake, user communication, and troubleshooting with education on proper infusion set application and taping to avoid line kinking or site compression. Investigation of this case revealed that external compression from additional tape was the likely contributor to flow restriction consistent with an occlusion, and the issue resolved after set replacement and education. It was concluded, based on previously established findings for similar reports, that user technique related to site taping was the likely cause.

Manufacturer narrative:
Initial.